Event description:
It was reported that the customer was hospitalized due to high blood glucose over 800mg/dl, and his blood glucose was treated with an insulin drip. Troubleshooting was performed. The customer mentioned that the device had reoccurring no delivery alarms. Assisted the caller to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the caller to correct them. However, the basal rates and bolus wizard settings were correct. The father stated that the drive support cap appears normal. The caller stated that there was insulin in the reservoir compartment. Advised the father to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see mfg. Report # 3004209178-2013-92083.